Event description:
It was reported that the field representative called for review of device data. Technical services reviewed and found this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out-of-range pacing impedance measurements measuring, less than 200 ohms on the right atrial (ra) lead. Additionally, there was a stored signal artifact monitoring (sam) episode in which the respiratory rate trend (rrt) feature was disabled. The minute ventilation (mv) chop from those episodes is also seen on the right ventricular (rv) lead however, impedance measurements are stable. At this time, this system remains in service. No adverse patient effects were reported.